Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 41-52 mg/dl. Reportedly, the customer's settings contributed to over correcting for prior bg levels. Additionally, contact believes bg was related to something customer ate. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.